Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse inspected the instrument and confirmed the instrument was not producing differential results with low event error messages. The fse discovered that the restrictor tubing from the peltier module to the blood sampling valve (bsv) had come loose. The fse replaced the tubing resolving the leak, no differentials as well as the low event error messages. Failure mode was related to disconnected restrictor tubing which had become loose. (B)(4).

Event description:
The customer reported to beckman coulter (bec) that an unknown amount of stabilyse leaked from an unknown source of the coulter lh 500 hematology analyzer. The leak was contained within the instrument. The customer also reported no differential results with low event messages. The material safety data sheet (msds) was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing a laboratory coat and gloves at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. No erroneous results were generated in connection with this incident. No death or injury is attributed to this event and there was no change to patient treatment.